Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., corrected data: b3: correct the event date from "(B)(6)1901" to "(B)(6)2020"

Event description:
The customer reported that values were incorrectly displayed. No consequences or impact to patient were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that values were incorrectly displayed. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. Visual inspection found that the device was returned with a missing foot. The device passed functionality and preset simulation testing. No product performance issues were identified related to spo2 and pulse rate measurement accuracy. During internal inspection, the c200 capacitor was observed to be loose on the system board which did not affect the functionality of the device. The customer's complaint was not duplicated.

Event description:
The customer reported that values were incorrectly displayed. No consequences or impact to patient were reported.